Manufacturer narrative:
(B)(4). As the cassette was discarded and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a home patient observed a cat bit a hole in the patient line of an automated peritoneal dialysis (apd) set with cassette right before drain 1 of 3 while connected to the homechoice machine. The patient closed the transfer set and disconnected. A technical service representative (tsr) assisted the patient to end therapy and start over with new supplies. The patient was able to complete therapy with new supplies. The patient was also instructed by the tsr to notify the registered nurse (rn) of the incident. No patient injury or medical intervention was indicated. No additional information is available.